Event description:
It was reported that caller experienced empty cartridge alarms and a fill estimate issue, with pump showing 0 units of insulin and insulin gauge displaying amount different than expected, while caller did not believe cartridge was empty. There was no adverse impact to the customer¿s blood glucose level. Caller discussed situation with technical support, received education that empty cartridge alarm occurred when pump detected empty cartridge, and technical support continued troubleshooting fill estimate discrepancy as part of resolution.